Event description:
This report involves a needle stick injury to a hospital employee. Safetyglide needle was placed on a 3cc monoject slip tip syringe and used for an im injection. Nurse attempted to cover needle after injection by pushing on safetyglide. Nurse claims it did not glide so they applied more force. Needle detached from syringe, still unshielded, bounced on a table and stuck the nurse in the lip. No serious injury reported however baseline testing was performed. Needle was discarded by customer.